Manufacturer narrative:
Concomitant medical products: icf09b45 lead, implanted: (B)(6) 2005. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, the right atrial (ra) lead was unable to be removed from the implantable pulse generator (ipg) header. The physician thought that the set screw was missing from the grommet. The header was destroyed in order to remove the ra lead. The ipg was explanted and replaced and the ra lead was capped and not replaced as it was no longer needed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device had a damaged connector, a missing atrial set screw and set screw block. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.